Event description:
The device reportedly would not discharge the defibrillator through the internal paddles at 10 and 20 joules. The internal paddles were removed and the hard paddles were connected to the device and several countershocks were delivered to the pt. The pt's outcome and details were not made available to mpc.